Manufacturer narrative:
(B)(4). The device will be repaired in (B)(4). As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed. Device not available.

Event description:
As reported by the ous affiliate, incorrect data. The pressure value monitored by device is high. Changed another one to complete. There is no report on patient's injury and delay.